Event description:
It was reported that guidewire entrapment occurred. The patient presented with peripheral artery disease (pad). The 80% stenosed target lesion was located in the non-tortuous and calcified tibial vessel. Following crossing of a platinum plus guidewire in the lesion, a 2.0mm x 100mm x 150cm coyote balloon catheter was advanced for dilation and was inflated at 8 atmospheres for 2 minutes. The balloon was then fully deflated, however, the device became stuck on the wire. The physician tried to advance the balloon after deflation to loosen it from the wire. Eventually, both devices were removed intact as a unit. The physician then rewired with another platinum plus guidewire, and intravascular ultrasound (ivus) was performed. No further treatment was needed after ivus and the procedure was completed. There were no patient complications reported.

Event description:
It was reported that guidewire entrapment occurred. The patient presented with peripheral artery disease (pad). The 80% stenosed target lesion was located in the non-tortuous and calcified tibial vessel. Following crossing of a platinum plus guidewire in the lesion, a 2.0mm x 100mm x 150cm coyote balloon catheter was advanced for dilation and was inflated at 8 atmospheres for 2 minutes. The balloon was then fully deflated, however, the device became stuck on the wire. The physician tried to advance the balloon after deflation to loosen it from the wire. Eventually, both devices were removed intact as a unit. The physician then rewired with another platinum plus guidewire, and intravascular ultrasound (ivus) was performed. No further treatment was needed after ivus and the procedure was completed. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: unit returned in a generic plastic bag. The device was received loaded with a coyote balloon. Before the decontamination process it was noticed the devices were stuck. The wire was able to be pulled out backwards; and observed the spring tip was bent/kinked and unraveled. The outer diameter of proximal section, middle section, and spring tip of the device were within specifications. The reported issue body "entrapment of device or device component" was confirmed due the damaged condition of the spring tip.